Event description:
The customer reported false nonreactive alinity I anti-hcv results on a female patient who was positive by another method. The following data was provided: alinity results: (B)(6) 2024 = 0.07 reagent lot 62268be00. Positive result from another hospital method unknown. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a labeling review, and in-house testing of a retained reagent kits. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the alinity I anti-hcv assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 62268be00. A review of the device history record did not identify any non-conformances or deviations with lot 62268be00, and the complaint issue. In-house testing of a retained reagent kits of the complaint lots was performed. All controls met specifications, and no false nonreactive results were obtained, indicating that the lot performed as expected. Testing included one commercially available seroconversion panel (zeptometrix hcv 9045). The seroconversion panel results were compared to the test results provided by zeptometrix. Reagent lot 62268be00 detected the same bleeds as reactive, with comparable s/co values for the seroconversion panel. A review of labeling was performed and found to sufficiently address the customer's issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity I anti-hcv reagent, lot number 62268be00.

Manufacturer narrative:
This report is being filed on an international product, list number 08p06-23 that has a similar product distributed in the us, list number 08p05, with 510k/PMA/bla number p050042. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive alinity I anti-hcv results on a female patient who was positive by another method. The following data was provided: alinity results: (B)(6) 2024 = 0.07 reagent lot 62268be00. Positive result from another hospital method unknown. No impact to patient management was reported.